Event description:
Ous MDR. It was reported that approximately 28 months after the implantation oversensing, leading to inappropriate vf detection was reported. No inappropriate shocks were delivered. Should additional information become available this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular 22 cm distal to the is-1 connector pin the insulation was found rubbed through. In this region the coating of the conductor cable to the ring electrode was found damaged. The observed insulation damage can be considered to be the root cause of noise which led to vf detection as reported in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. Further damages such as the cuts and the over-rotated inner coil most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.